Manufacturer narrative:
Date of event: not provided and estimated to (B)(6) 2022.

Event description:
It was reported that the guide wire coating peeled off. A 035/260/1 (bx/1) amplatz super stiff guidewire was advanced to cross the lesion. However, after the device was completely removed from the patient's body, it was noted that the coating came off the wire. The physician noted this had occurred on multiple occasions. No fragments were left inside the patient and there were no patient complications reported.